Event description:
It was reported that a blade came out of the device while running during a cast removal. Another device was used to complete the procedure. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The cast cutter was received at the manufacturer for service and repair. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.